Manufacturer narrative:
Additional information: b5, d1, d2a, d2b, d4, g3, g4, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as excessive mechanical stress during insertion.

Event description:
Additional information was received on 24-feb-26 that 5033-100 was the device that actually broke.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/03/2025, it was reported by a sales representative via (B)(4) that an ar-9095-66 lag screw capturing rod broke. While inserting the troch nail lag screw, the capture rod snapped off in the capture nut of the lag screw inserter. This was discovered during the case with no patient harm.